Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water invaded while the user was handling the device which led to abnormality of electronic parts. As a result, the suggested event occurred. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope had interference. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image interference was caused by water invasion. Also, evaluation found the bending section cover and biopsy channel leaked, the threads on the distal end were defective, the charged coupled device (ccd) cover lens was broken, the scope cover was damaged, the bending section cover adhesive was cracked, the connecting tube was scratched and had a pocket pouch, the paint of the up/down knob was peeled off, the universal cord was buckled, the plug unit was cracked and corroded, angulation was reduced, the ccd unit was broken, the automatic brightness adjustment failed, the illumination orange conical chart was uneven, the white flat chart failed, the white/black dots test failed, there was interference during angulation, the resolution/uneven focus failed, the forceps flare failed and the suction flow failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.